Event description:
The customer reported via phone call that they had a button error alarm. The customer was unable to clear the alarm. Customer stated they did not press their buttons for three minutes or longer. The customer did not expose the insulin pump to moisture. Customer's blood glucose was unknown. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Button error alarm was not noted during testing. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.